Event description:
During an atrial fibrillation/flutter procedure, it was reported that pacing maneuvers were performed and the patient went into ventricular tachycardia (vt). The patient was not able to be converted into sinus rhythm and expired. No bwi products were in the body when vt occurred. On (B)(6), received additional information requested from bwi representative stating that post pulmonary vein isolation, the physician placed the patient on 2 micrograms of isuprel and performed post procedure pacing maneuvers. While this was being done, the physician placed the patient into a hemodynamically unstable vt. Several attempts of defibrillation at 360 joules and several rounds of acls could not revive the patient. After 30 minutes of CPR, the physician called it. The physician¿s opinion regarding the causality of this event is unrelated to procedure or device.

Manufacturer narrative:
The device has been disposed by the customer. Since no lot number was provided, no device history record review could be performed. Concomitant bwi products: product: carto® 3 system: us catalog # fg540000, serial # (B)(4). Product: stockert 70 rf generator: us catalog # s7001, serial # (B)(4). Product: coolflow® irrigation pump: us catalog # cfp002, serial # (B)(4). (B)(4).